Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a pinhole in the catheter was confirmed, and the cause appears to have occurred through use of the device. One broviac repair segment was received attached to a short segment of broviac tubing. The original broviac catheter had been cut just distal to the splice sleeve and the remainder of the catheter was not returned for investigation. The printing on the clamping sleeve was worn near the crimp collar. A hole was observed in the catheter 4mm from the distal edge of the crimp collar. The hole coincided with the distal rounded edge of the luer adaptor stem. The luer adaptor stem showed no sharp edges or damage. A microscopic examination of the inner lumen at the leak site revealed a worn edge along the split. Indications of wear were observed at the same depth within the tubing opposite the split. It appears that the inner layer of tubing wore against the luer adaptor stem and eventually broke open. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. No damage or defects related to the manufacturing process were noted on the returned sample. The damage appears to be associated with use of the device. A lot history review (lhr) of huav2116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the catheter had a pinhole above the female luer end. There was no apparent harm to the patient and the line was repaired.